Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was a crack on the battery compartment. The customer's blood glucose was 252 mg/dl at the time of incident. The customer stated that the display came back on then they received a weak battery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.